Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged distal tips on introducer sheaths was confirmed but the cause is unknown. Two 5fr microintroducer/dilator/sheaths were returned for evaluation. The sheath handles were intact on both samples and the dilators were inlaid within the sheaths. Reddish residual material was seen on both samples, indicating use. The distal end of the sheath on both samples appeared damaged and deformed. Under microscopic examination, the distal end of the sheath on one of the samples appeared crumpled. A small gap was noted between the damaged sheath and the dilator shaft. The sheath material in an undamaged section appeared appropriately tapered and tight against the dilator shaft. The other sample contained a jagged tip on the distal end of the sheath with two small tears in the sheath material. The exact root cause of the damage could not be determined from evaluation of the samples. Possible contributing factors could include a steep insertion angle and/or a poor transition of the introducer sheath to the dilator. The IFU states ¿introduce the microintroducer assembly over the guidewire using a twisting motion, advance the assembly into the vessel.¿ if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the end tip of the sheath did not enter smoothly and was deformed. On (B)(6) 2021- two samples were returned for evaluation. The distal end of the sheath on both samples appeared damaged and deformed, with a crumpled/jagged edge. This report addresses the first device.